Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of thrombosis is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional skypoint device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the right coronary artery (rca) with no calcification and no tortuosity. On (B)(6) 2021, two stents were implanted, a 2.75x38mm and a 2.25x38mm xience skypoint stent delivery system (sds). One stent was implanted on the right distal rca and another stent on the mid to proximal rca. On (B)(6) 2022, the patient returned to the hospital and it was observed that both implanted stents had become completely occluded and thrombosis was confirmed. Two additional stents were used to treat the occlusion. Angiography was performed. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.